Event description:
The device was used during a pneumonectomy. Tpv30 was used it was fired and reloaded and fired the second time and device would not release. The dr. Pulled on it and then the nurse tried and the tab broke. The cin was contacted and a hemostat was used to prey grey release button up and released. It was reported the pt expired post-operatively scrub nurse said not related to device. 9/9/97 the surgeon, was performing an emergent pnuemonectomy for an elderly gentleman with massive hemoptysis. This gentleman at time of exploration had diffuse small cell tumor as the primary problem. The instrument was placed on the superior pulmonary vein, closed and fired, but then would not release. The surgeon, continued with the rest of the operative procedure. After ligating the pulmonary artery the pt arrested and could not be resuscitated. The instrument malfunction had no part in the demise of the pt. The death was the result of the pt's primary surgical condition and poor health. The surgeon, is not certain whether the instrument will be returned. He will make an inquiry of the hospital to determined if it can be returned to co.

Manufacturer narrative:
Tracking #.45139/a. D5,6; h4: info not available, device not returned for analysis.